Event description:
A zoll distributor returned monitor sn (B)(4) indicating that the monitor was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. As received, the monitor was intermittently resetting. The cause for the resets was isolated to contamination on the c/a and defibrillator pcas. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.